Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain left side") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling in stomach area") and urinary incontinence ("urinary incontinence problems occasionally"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and urinary incontinence to be related to essure. The reporter commented: essure insertion was performed without problems. Essure removal was performed without problems; coils were removed in its entirety. Left implant was shorter way in tube, right one longer but nothing found referring to perforation. Malign features not found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jan-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 914 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 11-jan-2018: event abdominal pain lower onset date ( (B)(6) 2017); new events (swelling in stomach area and urinary incontinence problems occasionally); essure removal date update ( (B)(6) 2017); essure removal details. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain left side") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine (seronil) for premenstrual syndrome. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal distension ("swelling in stomach area / abdominal edema"), urinary incontinence ("urinary incontinence problems occasionally/ fluctuating urinary incontinence"), pyrexia ("low-grade fever during the summer") and vaginal discharge ("smelling vaginal discharge during summer"). The patient was treated with metronidazole (flagyl) and surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension and urinary incontinence outcome was unknown and the pyrexia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain lower, pyrexia, urinary incontinence and vaginal discharge to be related to essure. The reporter commented: essure insertion was performed without problems. Essure removal was performed without problems; coils were removed in its entirety. Left implant was shorter way in tube, right one longer but nothing found referring to perforation. Malign features not found. The patient has strongly connected her symptoms to essure sterilization. Uterine tubes + essure coils removed in hysteroscopy assisted laparoscopy on (B)(6) 2017, coils in situ in both uterine tubes. No visual deviations observed or causes for the symptoms during procedure could be seen. Diagnostic results: control visit after insertion in (B)(6) 2017, at that time despite of mild lower abdominal pain, no deviations. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-feb-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 971 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 26-feb-2018: low-grade fever and smelling vaginal discharge events added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain left side") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removed). At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: batch number was unknown. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-dec-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 822 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.